Manufacturer narrative:
G2. Foreign: netherlands. H7 and h9: this was a notification only, but due to system limitations, recall had to be selected as well for submission. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a training workshop, nurses were advised by technical services to send in information regarding implants that empty very quickly so that data may be collected. A nurse submitted information regarding 4 different patients for technical services to provide lifespan estimates. The following is the information reported for one of the patients: patient l: tonic program 2+5-, 420 us, 40hz, 4.0ma. Impedances 1000-1500ohm. An april 2025 report noted the implant was almost empty (implanted (B)(6) 2023). Discussions were ongoing for a new model implant. Technical services made an estimate using the demo mode in the app, with the following criteria: if the settings and impedances remain the same and the implantable neurostimulator (ins) is used 24 hours a day, the ins battery will reach eos (end of service) in (from the time of implantation): 3 years and 9 months (impedances 600-1200 ohms), or 3 years if impedances were greater than 1200 ohms. From the estimate technical services noted it appeared the ins was depleting slightly faster than expected. However, they noted if during the lifespan of the implant the settings have been higher at any point or if the patient regularly sets the settings higher, the neurostimulator may deplete faster. Additional information received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the battery longevity calculator was not used, and the events were "marked as quick depletions, but there was no specific expectation beforehand." The patient did not fall. When asked if the battery depletion rate was normal, abnormal, or unknown, the representative reported that it was "normal when looking at programming settings and a little quick at first glance for the implanting nurses and physicians." Session reports were not available. No action were taken, or were planned. The information has been confirmed / provided by the physician.

Event description:
Additional information was received from the health care provider (hcp) reported that the ins lasted 1 year and 8 months vs estimated 3 years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.